Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
During a plif l4-l5 procedure, the surgeon could not get the head applicator off the unassembled head of the screw. He was able to remove the screw with a t-25 driver. As he was trying to disengage the head applicator, the screw came out of the pedicle laterally. This was confirmed by x-ray. The surgeon then removed the l4 and l5 caps in order to remove the screw. Surgeon placed a new screw and 2 caps with another screwdriver and head applicator with no further problems. Procedure was extended by approximately 30 minutes. This report is #2 of 2 for the same event.